Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The user did not perform routine maintenance according to the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user did not replaced the water filter of the subject device since october last year. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.